Manufacturer narrative:
(B)(4). Pump received with stripped battery cap coin slot, minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot, stained end cap sticker, stained address/serial number label and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that damage battery compartment. Customer's blood glucose value was 75 mg/dl at the time of the incident. Customer will return device for analysis.